Manufacturer narrative:
Follow-up #1 date of submission 08/17/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of a cs 052 call service alarm on the event date as well as on another date and at another time. The total daily dose values added up to accurately reflect the user programmed basal rates. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated errors, alarms, or warnings. A delivery accuracy test was performed and passed with the pump delivering within the required range. The pump case was removed, and no internal moisture or damage was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 502 mg/dl with a trace level of ketones, irritability, and confusion associated with a call service alarm issue. The pump reportedly emitted a cs 052 call service alarm three times in thirty days. It was reported that the user did not receive any treatment above and beyond the usual routine of diabetes care and management, and the user remained on insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged call service alarm issue.